Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip of the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the camera cart of the navigation system lost connectivity. It was noted the pcoip splash screen appeared and an ip message appeared multiple times. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided. Medtronic received information that the camera cart of the navigation system restarted three times during a 45 minute period. It was noted that the pcoip logo appeared on the final instance. The other instances noted that the unit waited to connect and would eventually connect.

Manufacturer narrative:
The pcoip was returned to the manufacturer for evaluation. Testing found multiple occurrences of a software reboot in the event logs. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.